Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because the reported issue did not prevent the companion 2 driver from performing its life sustaining function. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver made a strange wheezing noise while supporting a patient. The customer also reported that the patient was switched to a backup companion 2 driver without adverse patient impact.

Manufacturer narrative:
The customer-reported noise was confirmed and reproduced during investigation testing. The noise was determined to be caused by a malfunction of the right compressor. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. (B)(4) follow-up report 1.